Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing, the thread of the suture broke during desexing open veterinary procedure. Another suture from the same lot was used to complete the case.